Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('undesired fertility with uterine perforation using essure/essure protruding from the left uterine fundus.') And device dislocation ('she probably has an essure coil in her peritoneal cavity.') In an adult female patient who had essure (batch no. 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, epigastric pain, tonsillectomy, adenoidectomy, carpal tunnel release, knee operation, septoplasty and drug hypersensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coil/laparoscopy with left tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain and genital haemorrhage had resolved and the device dislocation, post procedural complication and mental disorder outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration / perforation. (B)(6) 2010, she implanted essure (per pif, please note discrepancy). No. Of coils: both sides had approximately 3 coils outside the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: stat us post essure procedure with persistent patency of the left fallopian tube; on (B)(6) 2010: impression: 1. Right coil within the expected position with right tubal occlusion. 2. The left coil does not lie within the left fallopian tube. The left tube is patent with contrast spoil age into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: uterine perfortion, device dislocation. Lot number: 664655, manufacture date:2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder, pelvic pain, perforation and post procedural complication to be related to essure. The reporter commented: patient received treatment for migration/perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to " pelvic pain", events- " psych injury, post removal complication, migration/perforation, gen, abnormal bleeding" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('undesired fertility with uterine perforation using essure/essure protruding from the left uterine fundus.') And device dislocation ('she probably has an essure coil in her peritoneal cavity.') In an adult female patient who had essure (batch no. 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, epigastric pain, tonsillectomy, adenoidectomy, carpal tunnel release, knee operation, septoplasty and drug hypersensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coil/laparoscopy with left tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain and genital haemorrhage had resolved and the device dislocation, post procedural complication and mental disorder outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration / perforation. On (B)(6) 2010, she implanted essure (per pif, please note discrepancy). No. Of coils: both sides had approximately 3 coils outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: stat us post essure procedure with persistent patency of the left fallopian tube; on (B)(6) 2010: impression: 1. Right coil within the expected position with right tubal occlusion. 2. The left coil does not lie within the left fallopian tube. The left tube is patent with contrast spoil age into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: uterine perforation, device dislocation. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information , lot number, other relevant history , event : " she probably has an essure coil in her peritoneal cavity", lab data added. Event : " migration / perforation" updated to " undesired fertility with uterine perforation using essure" and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.